Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed in the infusion set tubing and cartridge tubing. Customer primed the tubing to address the issue. There was no impact to customer¿s blood glucose.